Manufacturer narrative:
B4:13may2021. The customer replaced the main printed circuit board (pcb) to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
B4:11may2021. The customer confirmed and duplicated the reported failure. The customer identified the remote alarm connection was loose on part of central processing unit (cpu) board. The unit was being setup at the time of the event. No patient or user harm was reported. There was no delay of therapy.

Event description:
The customer reported remote alarm does not work. There was no patient connected to the device at the time the event occurred.